Manufacturer narrative:
No product has been returned for evaluation nor product malfunction alleged. Root cause cannot be confirmed at this time.

Event description:
During literature review it was identified 18 patients experienced a surgical site infection post extreme lateral interbody fusion procedures. Additional procedure treatments were required to resolve the site infections. No other procedure information or treatment methods were reported.